Manufacturer narrative:
Additional information: according to the information received from the field the electrode lead extruded into the external ear canal due to an inflammation. During an ent appointment the electrode was then accidentally pulled out of cochlea. The concerned device was explanted but has not been received for investigation yet.

Event description:
During a medical routine check it was discovered that the electrode has migrated. The hearing performance with the device was reportedly affected. The user was re-implanted on (B)(6), 2023.

Event description:
During a medical routine check it was discovered that the electrode has migrated. The hearing performance with the device was reportedly affected. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.